Event description:
The customer states there has no change in the sterilization method yet has perception that lately the internal paddles sets have to be replaced more frequently. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.